Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strips had a poor storage(bathroom).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results in the meter's memory. The customer's expected fasting blood glucose test result range is 120-130mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification,customer stores the product in the bathroom. The test strip lot manufacturer's expiration date is 12/19/2016 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: all reading testing results. Customer complained, the true metrix air meter is reading lower results compared to other manufacturer brand, customer was explained that meter to meter comparisons is not recommended. Customer educated in the proper back to back testing technique.